Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to sense, failure to extend and dislodgement verified via x-ray on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
Correction: to b5 and h6 for failure to capture complaint was added in error.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, failure to sense, failure to extend and dislodgement verified via x-ray on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to sense. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an over torqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.